Manufacturer narrative:
Complained product will not be not available.

Event description:
Scratch [scratch] inside mount has exploded and the water has dripped down and fried the system - oral-b [device expulsion] head came off in mouth...whole plastic section of the brush has come off, broke off...shaft is in two parts - oral-b [device breakage] case narrative: consumer via phone stated that the inside mount of the oral-b io toothbrush exploded and the water dripped down, frying the system. They had a small scratch. They were brushing their teeth and the whole plastic section of the oral-b toothbrush head broke off/came off in their mouth. The shaft was in two parts. No serious injury was reported.